Event description:
The guidewire (subject device) was returned for analysis and it was discovered that the ptfe (polytetrafluoroethylene) coating was noted to be peeling. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal tip was noted to be irregularly shaped, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling at 38cm from the proximal end, the core wire distal end was observed through the distal tip dome, and the hydrophilic coating was hydrated and there were no anomalies noted. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the packaging prior to preparation of the device, the dispenser hoop was flushed before removing the guidewire, no resistance was encountered when removing the guidewire from the dispenser hoop, and the device was prepared as per the dfu. Analysis of the returned device revealed the distal tip was irregularly shaped, confirming the reported event. The torque device was returned attached to the guidewire and the ptfe (polytetrafluoroethylene) coating was noted to be peeling at 38cm from the proximal end. The ptfe (polytetrafluoroethylene) coating damage most likely occurred as a result of interaction with the torque device. The damage noted is consistent with insecure fastening of the device onto the wire which could potentially cause peeling of the ptfe from slippage. Based on the analysis, an assignable cause of handling damage will be assigned to the as reported and as analyzed 'guidewire distal tip irregularly shaped' and the as analyzed 'guidewire ptfe coating peeling' since these issues are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.